Manufacturer narrative:
(B)(4).

Event description:
It was reported that: patient was intubated with the 8.5 oral endotracheal tube. When the bronch was started and the scope was to pass through the ett to the lungs, the ett was kinked so badly the scope would not pass. Tried to use a bougie to switch out tubes, but bougie would not pass kinked spot. Had to reintubate patient with another ett from another manufacturer to finish procedure. The reported defect was detected during use on patient. The patient condition was reported as "fine" post-procedure. Medical intervention reported states: ett was removed and patient was reintubated

Manufacturer narrative:
(B)(4). The reported complaint of "tube deformed" could not be confirmed based upon the samples received. The customer returned five units 5-10117 et tube, cf,8.5 for investigation. Four of the returned samples were representative samples that were in their original packaging. The other sample was returned without its original packaging. The returned et tubes were visually examined with and without magnification. Visual examination of the returned et tube revealed that the samples all appear typical. No visual kinks or other defects were observed with any of the returned devices. A device history record review was performed with no evidence to suggest a manufacturing related cause. Based on the returned samples, this complaint could not be confirmed. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: patient was intubated with the 8.5 oral endotracheal tube. When the bronch was started and the scope was to pass through the ett to the lungs, the ett was kinked so badly the scope would not pass. Tried to use a bougie to switch out tubes, but bougie would not pass kinked spot. Had to reintubate patient with another ett from another manufacturer to finish procedure. The reported defect was detected during use on patient. The patient condition was reported as "fine" post-procedure. Medical intervention reported states: ett was removed and patient was reintubated.